Event description:
During a thoracotomy procedure, the device would not fire on second use. Opened a new one to complete procedure. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the conditions of the device. 510(k) is k020779.